Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse completed the preventative maintenance (pm). The fse replaced the main pipettor, aspirate probes, and peristaltic pump tubing as part of the pm. All verification testing passed within published instrument and assay performance specifications after the service was completed. In conclusion, the cause of the elevated, non-reproducible troponin I (access accutni+3) result is due to a system malfunction. No one part can be implicated as the sole contributor to this event as multiple parts are replaced and adjusted during a preventative maintenance.

Event description:
The customer reported obtaining an elevated, non-reproducible troponin I (access accutni+3) result in association with the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one (1) patient. A second sample (designated as sample two (2)) from the patient was tested using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a lower result, within the assay's normal reference range, was obtained. A physician questioned the initial elevated result from the patient's first sample (designated as sample one (1)). Sample one (1) was reanalyzed in triplicate and sample two (2) was reanalyzed twice using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and lower results, within the assay's normal reference range, were obtained. The customer stated the initial elevated access accutni+3 result was reported out of the laboratory and the patient was admitted to the hospital in association with the elevated access accutni+3 result. The customer stated the patient was subsequently discharged from the hospital. Quality control (qc) recovery was within the laboratory established ranges and a system check passed within published performance specifications prior to the event. The customer performed a precision run after the event and the results were not within published performance specifications. Samples were collected in red top serum tubes and lithium heparin plasma tubes without gel. It cannot be determined which sample tubes were used for testing. Samples were centrifuged for three (3) minutes at room temperature. The customer did not provide the centrifugation speed. Samples were poured off in to 0.5 ml cups for all repeat testing. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.